Manufacturer narrative:
Initial.

Event description:
It was reported that the charger for the ilet did not charge the device despite trying a new plug and correct placement, while the charger successfully powered a smartphone, and the issue later resolved when the user was able to power the charger on without difficulty; the problem involved the charging function of the battery charger component. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation of this case revealed a charging problem associated with the battery charger, with findings indicating a power source problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.